Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 4.5 months after the dental implant was placed in ada site 19 in the mouth, the implant had lost osseointegration. Clinician reports an infection. The product will be forwarded to the manufacturer for investigation. Though an expired implant was placed, there were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported 4.5 months after the dental implant was placed in ada site 19 in the mouth, the implant had lost osseointegration. Clinician reports an infection. The product will be forwarded to the manufacturer for investigation. Though an expired implant was placed, there were no reported post-operative complications. (B)(4).